Event description:
Caller reported a malfunction on the pump with malfunction code malf 3, and prior events did not contribute to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup insulin therapy. Since the pump was out of warranty, the caller expressed interest in acquiring an out-of-warranty loaner pump.